Event description:
Pt on ventilator pulled trach tube out repeatedly. Pt placed in 4-point restraints. Pt still managed to pull tube out. Tube became crimped between pt and mattress. Caused sufficient pressure in line to prevent high or low pressure alarms from activating. Pt expired.